Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported that the doctor could not pass the lead through the implantable pulse generator. The device was never implanted, and it was reported that there was no pt injury.